Manufacturer narrative:
Unit responded to button presses. No unresponsive button noted. During visual inspection, found the keypad connector on printed circuit board was properly locked. No damage to the keypad assembly noted. Unit passed displacement test and self-test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a stuck button. The customer¿s blood glucose during the incident was unknown. The device was exposed to a change of altitude. The customer lives 3000 feet up on a hill. Troubleshooting was performed. The customer was unable to clear the alarm. The insulin pump will be returned for analysis.